Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient was revised to address metal toxicity and progressive pain. X-rays were taken prior to the revision revealing what looked like a large bubble of osteolysis over the lateral shoulder of the implant as well as some flattening of the calcar. Operative findings include a large pocket of bursal fluid containing about 10 cc of clear, straw colored fluid. There was a significant amount of sandy-type material over the areas correlating with the osteolytic area on the x-ray. Finally, there were some scar tissue and a small amount of granulation tissue between the cup and liner. Doi: (B)(6) 2009 - dor: (B)(6) 2016, (left hip).